Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that cosmetic damage on reservoir and battery side of the pump. The blood glucose was 195 mg/dl. Customer confirmed that pump was dropped and was advised to stop using the pump and revert to backup plan as per her healthcare professional instructions. No further details given. The device will not be returned for the analysis.